Event description:
Reported alleged family member was taken to the hospital and treated based on the blood glucose monitoring device. Reporter stated at 5:49 am, device was 128 mg/dl and doctor was called who advised reporter to call 911. Reporter stated emergency medical technicians (emts) result was 26 mg/dl and treated her with a "sugar" IV before transporting her to the hospital. Reporter stated controls were used and found to be within an acceptable range and family member is on dialysis whereby it is unknown if she is on a label limiting substance. A request was made for the return of the suspect device and replacement product was sent.